Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Additional information received indicated that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an elevated sensing integrity counter (sic), oversensing, and electromagnetic interference. It was further reported there was an alert for right ventricular (rv) lead elevated sic and high rate non-sustained episodes. High rv lead threshold was also observed. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.